Event description:
It was reported that intermittent occlusion alarms occurred. During troubleshooting with tandem technical support, it was determined that the customer did not perform the cartridge air removal step of the load procedure. Additionally, the customer was filling pump supplies with cold u-500 insulin. Tandem technical support educated the customer on proper load technique and proper insulin/supply usage per the user guide. The customer¿s blood glucose was 300mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.